Event description:
Customer reported to beckman coulter, inc. (Bec) that liquid leaked from a bottle of the immunoprep reagent system. Customer reported that the bottle was not damaged. Customer reported that the leak was from the inner seal of the reagent bottle. Customer reported that the inside of the box was also dirty. The immunoprep reagent kit was not use on any analyzer. There was no report of patient results affected. There was no report of any adverse event or injury requiring medical intervention or patient treatment.

Manufacturer narrative:
Bec identifier for this complaint is (B)(4).